Event description:
Initial (B)(6): this reportable incident was received via telephone by a male consumer whose age, medical history, concomitant medications, and allergies were not reported. On an unreported date, the consumer purchased compound w nitrofreeze for an unknown indication and left it on the dash of his truck overnight. The following morning he discovered the product had exploded and his windshield and sunglasses were shattered and paperwork was destroyed. Meddra version 25.0. Expectedness: product physical issue: unexpected. According to the company reference safety information.